Manufacturer narrative:
Correction of fields # d1 brand name, # d4 version or model # was required. D1 brand name: previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description and device log files. Our fse (field service engineer) was on site to investigate the issue further and found out that several parts required replacement. After replacement, the ventilator functioned properly and was cleared for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).